Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the and was unable to reproduce the stated issue. However, the stm observed and copied the log files which showed low vacuum alarms and ran all functions, calibration and safety tests which all passed. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed multiple "low vacuum" alarms and also stated that he installed a 2500 hour pm kit and then ran the unit for 2 days without any issues. There was no patient involvement, and no adverse event was reported.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed multiple "low vacuum" alarms and also stated that he installed a 2500 hour pm kit and then ran the unit for 2 days without any issues.there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes) h10.